Manufacturer narrative:
Submit date: 10/04/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that during testing they had an over infusion. The pump was not used on a patient. The pump was set to 40ml at 200ml/hr. The pump delivered 45ml in 12 minutes.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of the unit over infusing. The unit was triaged and the reported issue could not be confirmed. No faults were observed during testing. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment.